Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the sample was returned clean. The distal tip was examined under microscopic magnification and the outer catheter was partially separated from the distal metal tip. As a result of the material separation, the metal tip was not aligned with the rest of the catheter. No signs of twisting were noted on the outer catheter or guidewire lumen; however, bunching of outer catheter noted near distal tip. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the device was successfully attached to the transducer of the in-house generator without issue. The device was able to successfully lock in place without issue. Upon activation, the other catheter separated from the distal tip. Due to sample condition no further functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the investigation is confirmed for material separation, as the outer catheter was partially separated from the distal tip. The investigation is unconfirmed for connection issues, as the catheter was able to be connected to an in-house transducer without issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions:- prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion.- attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter.- set the irrigation system to 0.3ml/sec (18 ml/min) and switch irrigation system ¿on¿. Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Note: a constant flow should be observed at the tip of the crosser catheter. If irregular or no flow is observed, check irrigation system for proper function. If irrigation system is not functioning properly discard crosser catheter and replace with another. Warning! Do not use a crosser catheter without proper irrigation as device damage and/or patient injury may result.

Event description:
It was reported that the recanalization catheter could not be connected to the transducer. There was no patient involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two recanalization catheters could not be connected to the transducer. There was no patient involvement.